Event description:
The customer reported the system failed to boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The faulty part was identified. However, no additional information has been disclosed.